Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in-clinic follow up, two ineffective high voltage (hv) therapies were noted on the right ventricular (rv) lead. The arrhythmia was otherwise resolved by the third administered hv therapy. Moreover, loss of capture, undersensing, oversensing due to noise, and high, out-of-range pacing impedance were also noted on the rv lead. It was suspected that the cause of the event was due to lead insulation damage. However, x-ray imaging was conducted but the alleged cause could not be confirmed; nor was it confirmed during the lead revision procedure. The rv lead was deactivated and replaced to resolve the event. The patient was stable with no consequences.

Event description:
Additional information received indicating that the lead insulation damage was confirmed during the lead revision procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.